Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Hospital contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reaming rod is not bending as easily as it used to; it is breaking easier when "folded" to be put away by surgical staff. There was no patient involvement reported this report is for one (1) 2.5mm reaming rod with ball tip/950mm-sterile. This is report 1 of 1 for (B)(4).